Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right ventricular (rv) lead would not rotate properly. Once the rv lead was placed, it exhibited high pacing thresholds and intermittent r-waves. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and deformed and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
Despite multiple attempts, this right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.